Manufacturer narrative:
Part number# 138-80 is not distributed in the u.s; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that "the cuff broke" during pt use. This report is associated to the second occurrence referenced on (B)(4)/ MFR# 2936999-2011-00352. The tube was replaced with no incident to the pt.